Event description:
It was reported patient underwent a right hip revision approximately 12 years post implantation due to pain, noise, elevated metal ions, loosening, migration, and altr. During the revision noted greenish fluid, inflamed synovial tissue and loose acetabular component. The cup, head, and taper adapter were exchanged with the taper adapter and head difficult to remove. The stem remained implanted. No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157848-m2a-magnum pf cup 48odx42id- 092580; 157442- m2a-magnum mod hd sz 42mm- 762750; x12-171309-integral/x por red prox 9mm- 308820. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02539; 0001825034 - 2022 - 02580. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed via medical records that were provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.